Event description:
It was reported that the right atrial (ra) lead had dislodged and was unable to pace and sense. It was also determined that the ra lead had been implanted after its use before date. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr203b implantable pulse generator (B)(6) 2005, 4092 implantable pacing lead (B)(6) 2005. (B)(4).